Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: dbs-extension, upn: m365nm3138550, model: nm-3138-55, serial: null, batch: null.

Event description:
It was reported that the deep brain stimulation (dbs) patient experienced several non-device related falls wherein causing the implantable pulse generator (ipg) to migrate from the original chest pocket site into the armpit area and causing shocking like sensations when raising her right arm. The patient underwent a revision procedure where the ipg was repositioned, and the lead extension was replaced.

Manufacturer narrative:
Correction to field b5 - correction of the information that was initially reported.

Event description:
It was reported that the deep brain stimulation (dbs) patient experienced several non-device related falls wherein causing the implantable pulse generator (ipg) to migrate from the original chest pocket site into the armpit area and causing shocking like sensations and discomfort when raising her right arm. The patient was also reported to have been twirling the ipg in the pocket which the physician assessed could cause damage to the device. The patient underwent a revision procedure where the ipg was relocated to the abdomen, and the lead extension was replaced. Additional information was received indicating the lead extension that was replaced should not have been included in the initial report as a suspect device. It was replaced due to the relocation of the ipg, and no report of a malfunction was alleged against the device. The patient was also reported as doing well post operatively.